Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018 the patient was admitted for elevated lactate dehydrogenase (ldh). The patient was started on heparin. It was reported that the patient did not have hemolysis or abnormal pump parameters. Unspecified changes to medication were made. An echocardiogram found everything normal, no pump changes. The patient was not provided any other treatment. The patient was discharged on an unspecified date. Ldh values were to be checked twice per week.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event could not be determined. The patient was discharged and no further issues have been reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event could not be determined. The patient was discharged and no further issues have been reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.